Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was very loud. It was also observed that the device failed the noise assessment (reading 85.4 dba n 01.30 section 3.3.9 states sound level must not exceed 76 dba) and temperature (reading 119 degrees n 01.30 section 3.3.11 states temperature shall not exceed 118 degrees). The device also had a broken driveshaft, causing the device to fail noise assessment and temperature assessment. The assignable root cause was determined to be due to excessive force when using the device, which is misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was very loud. During in-house engineering evaluation, it was determined that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.